Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured june 20, 2014 - june 21, 2014. Evaluation summary: the sample was received for evaluation without fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed by filling the device with water. After fill, normal flow was observed from the distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. This occurred during priming with an unknown drug. The filling and priming methods used are unknown. There was no patient involvement. No additional information is available.